Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for syncope and intermittent low heart rate. Upon investigation, it was reported that the ventricular lead was sensing noise which caused pacing inhibition. It was also noted that the right ventricular lead exhibited loss of capture when ventricular autocapture was programmed on. Programming changes were reported. The patient was stable throughout the programming changes.